Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient did not receive adequate therapy from the scs system. As a result, surgical intervention was undertaken wherein the physician attempted implanting one more lead for better pain coverage but the attempt was unsuccessful in covering the pain. As a result the scs system was explanted. Post-operatively the patient is doing well.